Manufacturer narrative:
(B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure and mesh was used. The patient experienced a recurrence that occurred between six months and one year after implantation. The patient underwent reoperation on an unknown date and the surgeon opined that there must be something wrong with the ingrowth into the mesh. The mesh remains implanted.